Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for two pts. Pt a: the initial result was 0.86ng/ml. The sample was re-tested twice and results were 0.13ng/ml and 0.09ng/ml. Pt b: the initial result was 2.25ng/ml. The sample was re-tested twice in duplicate and repeated results were in the range of 3.70ng/ml - 0.11 ng/ml. The sample was also tested on a different instrument in the customer's lab and a result of 0.054ng/ml was obtained. The initial accu tni results were reported out of the lab and later amended. No report of change to pt treatment, injury, or death has been reported to bci to date in connection with this event.

Manufacturer narrative:
Two levels of qc were tested from (B) (6) 2008 to (B) (6) 2008, and results were within specs. Specific sample details were not supplied; however, based on archived data, a following info was documented by the customer. Sample a: "I spun it initially on the big centrifuge, so there would be no slant, still have rbc's in gel. Then I re-spun and rerun." Sample b: the sample was a "short sample". Per bci technical bulletin, "the blood draw sample volume is at least 90% of stated volume on the collection tube is a key step in the sample handling process. A tube with insufficient blood will have an excess amount of heparin which can interfere with the antigen-antibody interaction." A field service engineer (fse) was dispatched: the fse checked alignments, performed high sensitivity system check, completed a 200 replicate precision test of accu tni with di water, and 50 reps of low qc. No issues observed. The fse verified repair per established procedures and results meet published performance specs. Although pre-analytical issues were documented, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).